Event description:
It was reported that the device was in backup mode with no high voltage defibrillation therapy available following a magnetic resonance imaging (MRI) scan. The device was reprogrammed into MRI mode prior to the scan, but the system was not MRI conditional. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.